Event description:
It was reported that a patient underwent an unknown procedure on an unknown date suture was used. The team at the pancreas unit has repeatedly come loose from the needle when they are performing anastomoses. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) h6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the specific number of patient events. Did the event occur during one or multiple patient events? What is the total number of events? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If not, please create a new pc file for each event. What is the procedure name(s) and date(s) of each event? What is the quantity involved per event? Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? If yes, provide details for each event. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or (B)(6) for each event. If the device(s) are available for product return: please confirm the number of devices being returned for each event. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections for each event. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.